Event description:
It was reported that patients spinal cord stimulator leads had multiple impedances. When the physician opened the pocket, the physician noticed a slimy fluid which believes that the spinal cord stimulator device was infected. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as- it was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7104769. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7104737. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc2218700. Model: sc-4318. Batch: 34432583. UDI: (B)(4).